Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch being sent to correct the aware date (g3) of the previous report submitted on 02/aug/2021. The aware date of that report was erroneously submitted as 02/jul/2021 (day 31). However, allergan first received reportable information on 05/jul/2021 (day 28) and this should have been the date indicated in g3 on that report.

Event description:
Patient reported right side anxiety due to product/procedure, capsular contracture baker grade IV, calcification and cyst. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV

Event description:
Patient reported right side anxiety due to product/procedure, capsular contracture baker grade IV, calcification and cyst. The device remains implanted.